Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® adult disposable anesthesia breathing circuit had a quality issue, which caused the circuit to disconnect intra-operatively. It was noted that patient safety was at risk due to the incident. It was additionally reported that there was a "elbow (mask) disconnect from the humidifier/filter" no patient injury was reported. See MFR: 3012307300-2017-00031, 3012307300-2017-00032, 3012307300-2017-00033, 3012307300-2017-00034, 3012307300-2017-00070, 3012307300-2017-00071, 3012307300-2017-00072, 3012307300-2017-00073, 3012307300-2017-00074, 3012307300-2017-00075, 3012307300-2017-00076, 3012307300-2017-00077, 3012307300-2017-00078, 3012307300-2017-00079, 3012307300-2017-00080, 3012307300-2017-00081, 3012307300-2017-00082, 3012307300-2017-00083, 3012307300-2017-00084, 3012307300-2017-00085, 3012307300-2017-00086, 3012307300-2017-00087, 3012307300-2017-00088, 3012307300-2017-00089, 3012307300-2017-00090, 3012307300-2017-00091, 3012307300-2017-00092, 3012307300-2017-00093, 3012307300-2017-00094, 3012307300-2017-00095, 3012307300-2017-00096, 3012307300-2017-00097, 3012307300-2017-00098, 3012307300-2017-00099, 3012307300-2017-00100, 3012307300-2017-00101, 3012307300-2017-00102, 3012307300-2017-00103, 3012307300-2017-00104, 3012307300-2017-00105, 3012307300-2017-00106, 3012307300-2017-00107, 3012307300-2017-00108, 3012307300-2017-00109, 3012307300-2017-00110, 3012307300-2017-00111, 3012307300-2017-00112, 3012307300-2017-00113, 3012307300-2017-00114, 3012307300-2017-00115, 3012307300-2017-00116, 3012307300-2017-00117, 3012307300-2017-00118, 3012307300-2017-00119, 3012307300-2017-00120, 3012307300-2017-00121, 3012307300-2017-00122, 3012307300-2017-00123, 3012307300-2017-00124, 3012307300-2017-00125, 3012307300-2017-00126, 3012307300-2017-00127, 3012307300-2017-00128, 3012307300-2017-00129, 3012307300-2017-00130, 3012307300-2017-00131, 3012307300-2017-00132, 3012307300-2017-00133, 3012307300-2017-00134, 3012307300-2017-00135, 3012307300-2017-00136, 3012307300-2017-00137, 3012307300-2017-00138, 3012307300-2017-00139, 3012307300-2017-00140, 3012307300-2017-00141, 3012307300-2017-00142, 3012307300-2017-00143, 3012307300-2017-00144, 3012307300-2017-00145, 3012307300-2017-00146, 3012307300-2017-00147, 3012307300-2017-00148, 3012307300-2017-00149, 3012307300-2017-00150, 3012307300-2017-00151, 3012307300-2017-00152, 3012307300-2017-00153, 3012307300-2017-00154, 3012307300-2017-00155, 3012307300-2017-00156, 3012307300-2017-00157, 3012307300-2017-00158, 3012307300-2017-00159, 3012307300-2017-00160, 3012307300-2017-00161, 3012307300-2017-00162, 3012307300-2017-00163, 3012307300-2017-00164, and 3012307300-2017-00165.

Manufacturer narrative:
Upon receipt of the returned product specimen for device evaluation, it was visually examined. One tracheostomy tube was received. Visual examination revealed a full breakage of the flange eyelet. A sample from production was selected, and testing was performed in effort to replicate the physical condition of the returned sample. A slight cut was made on both the inner and outer surfaces of the flange eyelet, a twill tape tie was threaded through the eyelet, and a pull force was exerted. A review of the manufacturing process was performed. This showed no situations or practices that could create the condition of the returned device. An inspection was performed of similar products from production, and 32 samples were examined. This inspection showed no short shots, cuts, splits or other issues with the material of the finished products. This investigation determined the issue likely occurred due to the material being exposed to sharp edges and then being subjected to a pull force; however, it could not be determined whether the cut occurred during manufacturing or during use. The device instructions for use contain the following warning: "guard against product damage by avoiding contact with sharp edges. Some tracheostomy tube holders contain velcro or metal clips which may have sharp edges. These sharp edges can come into contact with the eyelets and compromise the product integrity. A damaged eyelet can result in decannulation of the tracheostomy tube. We recommend using the twill tape holder supplied with the product."